Event description:
End user's family member reported is not sure what happened because family member was not home, however, when family member came home the end user's leg was cut. Family member thinks the end user accidently put the end user's leg inside the mechanism of the liftchair resulting in a cut to the leg.